Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon evaluation pins in the electrode belt's trunk cable connector were bent is a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report that he was getting messages to "connect electrode belt". A subsequent download revealed that the belt was losing contact with the monitor. The patient then noticed bent pins inside the belt connector. The patient was provided with a replacement electrode belt.